Event description:
Drug/diluent: unk, fill volume: not applicable, flow rate: not applicable, procedure: unk, cathplace: unk. Difficulty removing painbuster tubing from wound bed 2nd day post surgery. While pulling the tubing (catheter), it snapped leaving approx 5cm remaining inside the pt. Action taken: exploration of wound be under local anesthetic to remove missing tubing. Pt info was not initially reported.

Manufacturer narrative:
Method: currently, the device is with the end user and it is unclear if the device will be returned to the MFR for an investigation and eval. At this time I-flow is attempting to have the device returned as we are in communication with the end user. Results: at this time, the device history records (DHR) are under review, in section d.4 (model number) the model number will be provided when the (DHR) review has been completed as this catheter was part of an on-q kit. Conclusions: a f/u report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.